Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the returned electrode segment was performed. Visual inspection noted the electrode had been severed 272mm from the terminal pin. Resistance testing confirmed the electrical continuity of the segment. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient was in the hospital due to bleeding unrelated to this system. The patient received a shock and device evaluation identified intermittent t-wave oversensing resulted in the inappropriate therapy. A boston scientific technical services consultant instructed the caller to repeat auto setup which produced an out of range signal amplitude message. Reference ECG acquisition was successful and alternate vector was selected due to noise in primary and secondary vectors. The patient presented six weeks later for a routine follow up visit and failed screening in all vectors. Noise and small signal amplitudes were again noted. The device was programmed off at that time. Five months later, this product was returned with no details regarding the explant procedure. Device evaluation will be performed. No additional adverse patient effects were reported.